Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing threshold measurements. A different lead was implanted instead to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a segment of lead measuring 49 cm was evaluated. Resistance testing was performed and the segment was confirmed to be electrically continuous. Due to the missing portion of lead, no further testing was performed.